Event description:
It was reported that the patient was a newly implanted at the end of july. A week after implant the patient experienced increased spasticity. She had made a ¿strange move/fall after which the symptoms occurred¿. Troubleshooting of the catheter was planned; they expected to find a catheter issue. The patient was still on an initial low dose of baclofen, because she was new to the therapy. Dose titration was planned to take place once the troubleshooting was completed. The patient status was reported as ¿alive - no injury¿. The pump was delivering compounded baclofen. It was later reported that a cap (catheter access port) test was done the week of (B)(6). The problem was the pump connection; the connector had come loose. The patient was receiving oral medication and was scheduled for a revision which was coming up ¿soon¿. Additional information has been requested, but it was not available as of the date of this report.

Event description:
Additional information was received and it was reported that the patient was on a very low initial dose which was why the patient had ¿almost no complaints¿.

Manufacturer narrative:
(B)(4).